Manufacturer narrative:
Section a2, a3a, a3b: unknown/asked but unavailable (asku). Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: unknown/not provided. It is unknown if the iol partially implanted or fully inserted/removed. Section d6b: if explanted, give date: unknown/not provided. It is unknown if the iol partially implanted or fully inserted/removed. Section e1: initial reporter details: unknown/ not provided. Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was defective. The implant was partially inserted and subsequently removed during the same procedure. It was also noted that the lens was inserted and removed during the same procedure. The product was discarded. No other information was provided.